Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2019 with the following findings: during investigation, the pump was powered on to a dim and faded display with a red hue. The alleged blank display was not duplicated during testing. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal on side of the pump.